Event description:
It was reported the patient experienced a thoracic granuloma. The mass was confirmed via MRI in 2009. After the MRI, a motor stall was recorded in the attention dialogue box, a tube set error two days later, and recovery were noted in event logs upon interrogation of pump six days later. The drugs in the pump were morphine sulfate 20 mg, clonidine 44 mcg, and prialt 4.4mcg. The system was explanted and the mass was surgically explored/removed. No patient symptoms or outcome were reported.